Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays. X-ray review by radiologist states there is evidence of lucency along the femoral component in gruen zones 1 and 7. Fit and alignment appear appropriate. Bone quality appears normal. Lucency was noted along the acetabular component. These findings may be associated with loosening. No other contributing factors. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02469, 02470, 02471, 02472.

Event description:
It is reported that the patient was experiencing pain post-implantation. The surgeon does not plan to revise. No further information is available.